Manufacturer narrative:
This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
D4: corrected serial number and UDI.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. Section d brand name corrected.

Event description:
68-year-old male presented with nstemi, received iabp in cath lab, then underwent impella 5.5 implantation in or. Patient intubated pre-op: multiple blood products administered intraoperatively. Post-op course included arrhythmias requiring epinephrine weaning, vf arrest on day 5 (resolved with defibrillation), renal failure requiring crrt, hypotension treated with fluids and methylene blue, and sepsis confirmed by positive blood cultures. Impella repositioned for shallow placement; patient later reintubated for respiratory failure. Clinical course complicated by cardiogenic and septic shock, liver failure, and persistent hypotension. Impella removed without incident on (B)(6) 2025. Most complications (shock, organ failure, sepsis) were likely related to underlying critical illness; arrhythmia and anemia possibly device-related but unconfirmed. No definitive adverse events attributed to impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Most complications (shock, organ failure, sepsis) were likely related to underlying critical illness; arrhythmia and anemia possibly device-related but unconfirmed. No definitive adverse events attributed to impella 5.5.

Manufacturer narrative:
Corrected information has been provided a concomitant product was added. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.